Event description:
Pt, admitted to hospital on (B) (6) 2009 with respiratory problems, was intubated and on (B) (6) 2009 tracheostomy was done, a shiley tube was used. Med records state resp. Therapist heard a leak on 3 different occasions, respirations became labored and on (B) (6) 2009, pt had respiratory arrest. A new trach tube was placed -shiley-, pt was found through an eeg that he was brain dead and eventually died on (B) (6) 2009. Dates of use: (B) (6) 2009 - (B) (6) 2009, then replaced; (B) (6) 2009 - (B) (6) 2009, until death. Diagnosis or reason for use: to wean off et tube; respiratory arrest. Event reappeared after reintroduction? No.